Event description:
I had lasik eye surgery in (B)(6), with dr. (B)(6), in (B)(6) 2011. Lasik did not make my vision perfect, but it was acceptable residual uncorrected astigmatism still present in left eye; the dry eye effect has now subsided for the most part. Approx. 15 months after lasik, in (B)(6) 2012, the vision in the right eye has become progressively and rapidly worse: cloudiness now it¿s like looking through a thick polyethylene layer and scatter render my right eye severely impaired. During a checkup with the doctor in (B)(6) 2012, cataracts were found in both eyes, especially visible in the right eye. Overall, my vision is a lot worse than prior to lasik (uncorrected astigmatism in left eye). Significant cataract in right eye, severe overall vision impairment, affecting both work and off-work activities, and I now face new surgeries, for cataract removal, with potential and very real complications. I do not have any family history of cataracts, I am not using any medications, I do not smoke, I am not subjected to any over-exposure of uv radiation at work or otherwise, I am not diabetic and have good general health and lead an active healthy lifestyle. I am (B)(6). Reason for use: correct myopic near sightedness.